Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion. It was also noted that the device was not performing as expected due to fluid loss. The ipp was explanted. There were no additional patient complications.